Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was not known. The customer lost consciousness felt nauseous and could not stand because of the low bg level, and received third party assistance from their spouse, who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.